Event description:
The customer reported to olympus, the hd autoclavable camera head had image noise due to a defective cable during a laparoscopic surgery. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, the f ring 2u was corroded and the switches were intermittently out of function. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.